Manufacturer narrative:
The unit was received with frozen display due to corroded electronic assemblies the unit was also received with a corroded motor home switch. The following physical damage was noted: cracked case at display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump fell into water. The patient's blood glucose at the time of incident was 10.3 mmol/l. There were visible water drops under the lcd screen. There was also a crack on the insulin pump housing at the battery compartment. The insulin pump was returned for analysis.